Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately five years post vena cava filter implant, a CT scan that was performed for an unrelated issue demonstrated a filter limb which appeared to be penetrating the ivc wall. No intervention has been performed and the patient was reported to be asymptomatic.